Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight at this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed "flow sensor disc". The customer stated they changed several flow sensor but did fix the reported issue. The customer did not report any information regarding patient involvement and it is currently unknown.